Manufacturer narrative:
Evaluation of the returned particle was conducted. Visual examination found a light-colored particle stuck to the inside wall of a medicine cup. The cream or off-white colored particle is hard to the touch, and is approximately 911 microns long by 684 microns wide. None of the other pack components or handpiece were returned. The particle was sent for identification. The sample was analyzed using an energy-dispersive spectrometer (eds) equipped scanning electron microscope (sem). Eds analysis indicated that the sample consists primarily of carbon and oxygen. Lesser concentrations of sodium, nitrogen, chlorine, calcium, phosphorus, silicon, and potassium were also detected. This is consistent with an organic material. Pyrolysis-gas chromatography (gc/ms) was also used, and analysis indicates that the composition of the submitted sample is consistent with that of an organic material. The organic material was determined by gc/ms to be methyl methacrylate-butadiene-styrene copolymer (mbs). The root cause cannot be determined. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. Corrections to d4: from: model # bl3124s/ lot # x5204 / expiration date 30-mar-2025 / unique identifier (UDI#) / (B)(4). To: model # bl5114 / lot # x5159 / expiration date 30-mar-2025 / unique identifier (UDI) (B)(4). Corrections to h4: device manufacture date 30-oct-2023 to: 08-nov-2023.

Event description:
It was reported by a user facility in the united kingdom that a white particulate came off the left side of the phaco sleeve during the procedure, and entered the eye. The particulate was removed using forceps. Pressures and vision are very good, no discomfort or concerns. The patient was discharged back to the community optician for a routine post-cataract assessment.

Manufacturer narrative:
The product and particle have been requested. The sterilization and lot history records were reviewed and found to be acceptable. Investigation is ongoing.